Event description:
Medtronic received information that during a procedure, one tip of the cardioblate gemini detached and remained connected at all times to the guidewire. The procedure was successfully completed using the device. The gemini and the tip were discarded at the customer site. There was no consequence or serious injury to the patient.

Manufacturer narrative:
This product was discarded by the customer and will not be returned for analysis. Device history review is pending. Based on the available information, a cause for this event could not be determined. Should additional information be provided, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial medwatch was reported in error. While the tip did come loose, it remained on the guidewire and there was no patient effect. In reviewing the hha, this malfunction would not cause or contribute to a patient injury as the tip always remains on the guidewire. (B)(4).